Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination found the needle to be bent and severe damaged to the nose cone. It could not be determined if all material was present due to the distortion and melting of the nose cone. The acoustical signal and power output were verified with no signs of resonator failure. Full functional testing was not conducted as the microtip would not function properly due to the damage. The microtip appears to have been side loaded by the user during operation. The friction from the pressure of the side loading resulted in heat build-up and subsequent damage to the outer sheath and needle. The lack of resonator failure confirms improper technique of the device by the user. A second microtip was used on the patient. The same issue occurred with the second microtip. See MFR report# 3009750704-2015-00597. The complaint was received with the statement that there was no harm or complication to the patient caused by the microtip. This was confirmed a second time on (B)(6) 2015, prior to the filing of this report.

Event description:
The complaint was reported as follows: everything worked fine until about 1 min into the procedure when the doctor noticed the plastic sheath at the tip of the needle seemed a bit loose or maybe cracked. He felt it was impeding the treatment and had his staff open a new microtip.